Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post pace and sporadic in nature. Reprogramming was done, which resolved the sporadic twos and the lead remains in use. No patient complications have been reported as a result of this event.